Event description:
A caller reported receiving a minimum fill notification and was attempting to load a new cartridge. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating that there was no adverse impact to the customer¿s blood glucose level. After multiple unsuccessful attempts to fill tubing and reload the cartridge using the caller's existing cartridge, technical support guided the caller to properly load a new cartridge onto the pump, which successfully resolved the issue, allowing the caller to resume insulin therapy.